Manufacturer narrative:
A 2013 additional suspect medical device components involved in the event: model #: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm model #: sc-3138-55 serial #: (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that the stimulation was making the patient's pain worst. It was also reported that the patient had mobility issue. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be done at this time.

Event description:
A report was received that the stimulation was making the patient's pain worst. It was also reported that the patient had mobility issue. The patient will undergo an explant procedure.